Event description:
Customer reported that "during priming a leaking around edge of front plate has been detected. The whole set had to be changed out prior to bypass. No pt injury was reported." (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. During priming, a leak was noticed coming from the quart around the edge of front plate. Tightness tests has been performed with former complaint products and the leakage between housing and cover can be confirmed. The most probable route-cause: bad glue connection at the housing. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) is aware of similar complaints from this product. Similar products, showing a similar malfunction, have been tested. A supplemental medwatch will be submitted as soon as additional info becomes available. Component: 00175#quart. Component article no 70000.0175. Component lot no 70101435. K082544 (510k#).